Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported not being able to perform an anterior vitrectomy on the left eye as one cutter's actuation was weak and the replacement cutter did not actuate or aspirate. The incision was sutured and the procedure was performed at another hospital. The patient was discharged four days later. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Two probe samples were returned for evaluation. A review of the related device history records indicated that the products were processed and released according to the product¿s acceptance criteria. Sample 1: the complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. Sample 2: the complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. The cutter does not fully open. Aspiration testing was performed and deemed conforming. A cut test was performed and deemed nonconforming. The cut was not clean. The probe was disassembled and the components inspected. There was approximately five minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing needle from the inner cutter. There were slight wear marks at the bend area. The inner coupling was found to be cracked; however as the extension and needle were secured to the coupling, the actuation would not be affected by the crack. The complaint evaluation did not confirm that both probes had aspiration issues. The aspiration of both probes met specification. The root cause for no aspiration cannot be determined from this evaluation. The complaint evaluation did confirm that one probe was not able to actuate or cut to specification. The root cause for the probe not cutting cannot be determined from this evaluation. (B)(4).